Event description:
Baxter (B)(4) received a report that an infusor leaked at the distal luer after filling. The device was filled with a 300-ml solution of 250 ml of fluorouracil and 50 ml of saline. The customer stated that the 3-way stop cock attached to the luer may have been the cause of the leakage. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. Device evaluation: baxter received one device for evaluation. A three-way stop cock (non-baxter device) was also received connected to the infusor's distal luer. The reported condition of a leak from the infusor's distal luer was not confirmed. Visual examination of the unit showed no evidence of physical abnormality on the infusor. However, cracks were noted on the three-way stop cock (non-baxter device). A functional leak test was performed and showed evidence of a leakage from the cracks on the three-way stop cock; no leakages were discovered on the infusor. No root cause was identified, as no evidence of product malfunction on a baxter device was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.